Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel. The full lead was returned and analyzed. The defibrillation conductor and several conductors were distorted. Blood/body fluid in/on helix mechanism, the sleevehead, and distal conductor (not obstructed). The analyst noted that the lead was returned with the helix over-retracted and with blood and tissue on it.

Event description:
It was reported that during implant of the lead, the helix did not move. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.